Event description:
The acute nurse from the dialysis unit stated that when dialysis was discontinued and the needle was removed. They were unable to stop the bleeding. The nurse did not feel that it was a venous capillary bleeder as they had held pressure for ever an hour. The fistula needle was reincorted the bleeding stopped. This has been going on for over a month. The pt was transferred and the doctor exchanged the valve.